Event description:
It was reported that a screw came out of the device and is lost. No mention that it was during a surgery or if/when it was found. This is not for a warranty replacement only. This event did not contribute to a death or injury, whether the device was misused or not. The device did not malfunction during surgery while being used on patient. The reported instance was not an anticipated service or warranty replacement issue. No further information available from customer. This report is 1 of 1 for this (B)(4).

Manufacturer narrative:
The lot number could not be verified; therefore, a service history review cannot be performed.a service and repair evaluation was completed: the customer reported the screw came out and is missing. The repair technician reported the end cap and t-handle component are missing. This item is not repairable. The cause of the issue is unknown. This item was forwarded to the complaint handling unit. This evaluation is confirmed.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device was received; device currently in the evaluation process. Investigation is ongoing; no conclusion can be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review: lot 1227245 no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed. A product development evaluation was completed: a synframe angled rod holder (387.343 lot 1227245) was received without the sliding t-handle set screw. Otherwise the device was received in good condition with wear consistent with typical use. A drawing for the synframe angled rod holder was reviewed. This drawing was found suitable to determine the intended device design, application and dimensional conformity. The angled rod holder was found to have met the drawing specifications. The angled rod holder was received missing the sliding t-handle set screw. The complaint description notes that the screw came out and is lost. The complaint is not linked to a specific patient or procedure and the device did not malfunction during surgery. It is likely that the screw was removed for sterilization and was lost. No adhesive/loctite is used on the part, as functionally it must be able to be advanced into the slot to retain an angled rod. While no adhesive is required, the product design does not provide a means of retaining the set screw or keeping it from being fully backed out of, and removed from, the hole. As such the design of the component did contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.